Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (b)() 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010. It is not known how the patient manages her diabetes or what action the patient took at the time of the alleged issue. At an unspecified time after the alleged issue begun, the patient claimed she felt symptoms of excessive sweating and shaky. The patient did not specify any treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.